Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed an inaccurate ¿hi¿ message during testing. This warning appears when the meter detects blood glucose greater than 600 mg/dl. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter issue began on (B)(6) 2014 at 2:15pm. The patient stated she manages her diabetes with insulin (novolog 15 units three times a day; levemir 15 units at bedtime) and self-adjusts the dose. In response to the alleged meter message, the patient reported administering an increased dose of novolog (20 units followed by a further 25 units 45 minutes later). The patient denied developing any symptoms; however, reported attending the emergency room that afternoon where they treated her with a glucagon injection and sugar water. The patient claimed a blood glucose reading of ¿77 mg/dl¿ was obtained with the emergency room meter at 6:30pm prior to discharge. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no misuse of the device. The csr walked through resolving the issue and the alleged issue remained unresolved. The csr noted the test strips associated with the complaint had expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate hi message on the subject meter, administered treatment based on the alleged message, and reportedly received hcp treatment for a severe low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.